Manufacturer narrative:
Product analysis: analysis of the programmer was unable to confirm the customer comment that the display or stylus was not working. The stylus and screen were found to be working as expected. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen and stylus stopped working. There was no patient involvement.